Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address hip pain and loosening of the femoral stem at the bone to implant interface. After being seen a few times, the surgeon took an x-ray image of the right hip and noticed that radiographically it looked like the stem had been toggling. Due to this and the patient's level of pain, he decided to revise the stem. During the revision, they used a burr and a small osteotome before dr. (B)(6) (who was also scrubbed in) used the summit stem extractor and slap hammer to remove the stem. It came out easier than both doctors had expected and the surgeon made a comment that the stem was loose. Doi: (B)(6) 2019. Dor: (B)(6) 2021; affected side: right hip.